Manufacturer narrative:
Visual inspection of the pneumatic block revealed contamination. The device was deemed beyond repair and scrapped. Resmed reference #: (B)(4).

Event description:
During resmed evaluation, an astral device displayed an error message (sf188) related to the safety assert signal test. There was no patient harm or serious injury reported as a result of this incident.